Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting stimulation from their mid lumbar down to their legs and the issue began 2 days ago. Patient stated the last couple mornings they would wake up and lay on their back and start to do their morning stretches and they would feel a tingling almost like the device was jacked up from their mid lumbar down their legs. Patient was sitting there waiting for an appointment (unrelated to their implant) and patient mentioned right where the device was implanted they would start feeling the tingling through there and seconds later the stimulation went down their right leg all the way to their foot. Agent understood this as patient felt stimulation in the implant area that went down to their right leg all the way to their foot. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.